Manufacturer narrative:
Method - customer isolate was tested at microscan using a synergies plus negative panel. Results - discrepant results were confirmed. Conclusions - microscan instrument and visual reads did not provide the same results.

Event description:
A customer complaint was received for k. Pneumoniae isolate that was false susceptible imipenem on synergies plus negative urine type 2 panels when read by the walkaway but visually the results were resistant (growth in the wells). The customer isolate was tested at microscan and the false susceptible were duplicated. It is unknown if the false susceptible results were reported to the physician or if therapy was delayed or withheld. Siemens microscan conducted a field correction, internal number (B)(4) (FDA number has not been assigned) on 08/21/2013 for false susceptible imipenem and meropenem with synergies plus negative panels. The customer letter stated that due to false susceptible results with imipenem and meropenem results should not be reported for susceptible or intermediate imipenem or meropenem on microscan synergies plus gram negative panels. As part of the field action, complaints were reviewed and it was determined a MDR was needed for this customer complaint.